Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned for an evaluation, a root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that there was a malfunction with the 150 micron tfl ball tip single use fiber. During a therapeutic lithotripsy procedure, the tip of the device broke off in the kidney. The physician was "unconcerned." The procedure was completed with a 10 minute delay, using a similar device; it was stated the case went well. No additional anesthesia was required and no intervention was performed. There were no reports of patient harm.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.